Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However; images of the complaint device were provided, which confirm separation of the sheath, and reveal the inner, elongated coiling of the device. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instructions for use (IFU) which notes: warnings: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU also warns: ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the patient was reported to have had a ¿heavily scarred groin¿ and resistance was noted upon insertion and removal of the device. The dilator was not in place when the separation occurred. Based on the information provided and no product returned, investigation has concluded that this event is likely related to procedural issues or the patient¿s anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. PMA/510(k) number = pre-amendment . (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a female patient with history of many previous interventions was undergoing a lower extremity run-off procedure utilizing a flexor ansel guiding sheath (lot number unknown). The groin access was heavily scarred. Resistance was felt upon insertion and removal of the sheath. During removal of the sheath over an unspecified guide wire, the shaft of the sheath separated and the broken portion was retained in the patients anatomy. The dilator was not in place during removal. The broken portion was removed with hemostats. The procedure had been successfully completed at the time of this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint device was discarded by the user facility.